Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) was 600 mg/dl and a correction bolus was delivered. Pump system check showed a blockage in the infusion set tubing. Reportedly, customer was using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra was not labeled for use with the cartridge.